Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Leaving the rest of the tampon inside me- vagina [foreign body in reproductive tract]. String has detached [device breakage] . String has detached while trying to remove, leaving tampon inside [complication of device removal] . Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that tampon string has detached during removal. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Leaving the rest of the tampon inside me; vagina [foreign body in reproductive tract]. String has detached [device breakage]. String has detached while trying to remove, leaving tampon inside [complication of device removal]. Case narrative: consumer reported via e-mail that tampon string has detached during removal. No serious injury reported.

Manufacturer narrative:
An investigation is in progress for returned product received on february 8, 2023.

Event description:
Leaving the rest of the tampon inside me- vagina [foreign body in reproductive tract] string has detached [device breakage] string has detached while trying to remove, leaving tampon inside [complication of device removal] case narrative: consumer reported via e-mail that tampon string has detached during removal. No serious injury reported.